Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that customer experienced keypad anomaly. It was reported that the buttons responded intermittently. It was also reported that battery sometimes did not last one day and once triggered a suspend. Customer's blood glucose was not reported. Customer would call back in order to complete troubleshooting as caller did not have insulin pump information.